Event description:
It was reported that during ukr the femur cut perfectly. The tibia refine mode wasn¿t removing much bone like normal. The surgeon moved the bur to the furthest point medially according to the navio bone model but on the patient there was still at least 2 mm of bone left. Checked the arrays and none of them moved. Checked the check points and they were all fine. Moved the component superior to see if it would take more bone away in refine mode and it didn¿t. The bur was not loose. The surgeon burred what he could and had to use a rasp and rongeur to finish the tibia. Unknown how long the surgical delay was but no patient injuries have been reported.

Manufacturer narrative:
H10 h11: b1, b2, h1, h2, h6; corrected information. - attachment: [memo - MDR submissions.pdf]

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and case log files and screenshots were returned. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system surgical technique (500197) provides instructions for troubleshooting and usage of the device. Screenshot review found that the tibial implant was placed in a position consistent with most ukr cases. Bulk bone removal on the tibia was completed as indicated by the bone models in the system screenshots. Small areas of bone to be removed on the tibia were shown anteriorly and posteriorly along the medial edge against the eminence ridge. From the screenshots, the system generated bone models from the plan as expected and no system faults are apparent in correlation with the complaint. If the surgeon thought that 2mm of bone needed to be removed medially, this would indicate that the surgeon¿s plan did not achieve what they had hoped. They could return to planning to alter the placement of the implant in order to change the bone cut. The bone model and plan in the software were consistent with each other, so there is no indication of product error. Because this case was a lateral ukr, it is possible that the field report was meant to say that there was 2mm of bone ¿laterally¿ as opposed to medially. If this is the case, then if the surgeon did not paint the lateral edge of the tibia appropriately during free collection, the system would not be aware of extra bone on the lateral edge. This would be an example of user error in free collection. According to the available information, the system performed within expected parameters.